Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of the essure device was within the cornual') and device dislocation ('essure device noted in the patient's pelvis on top') in an adult female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced attention deficit hyperactivity disorder ("adhd"). In 2015, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female /chronic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and teeth brittle ("brittle teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic rash"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neuro condit/ problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with root canal, extraction and filling and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, intermenstrual bleeding, vaginal haemorrhage, vaginal discharge, dermatitis allergic, attention deficit hyperactivity disorder, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, migraine, nausea, nervous system disorder, visual impairment, weight increased and teeth brittle outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, attention deficit hyperactivity disorder, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, nervous system disorder, pelvic pain, teeth brittle, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain and rash/ skin condition. The patient did not yet have her essure removed. Essure insertion date was updated as "(B)(6) 2013" from "2014". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Case becomes an incident. New events added: device breakage, device dislocation. Removal was added. Reporter's information was updated. Reporters, removal surgery names and date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of the essure device was within the the cornual') and device dislocation ('essure device noted in the patient's pelvis on top') in an adult female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced attention deficit hyperactivity disorder ("adhd"). In 2015, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female /chronic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and teeth brittle ("brittle teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic rash"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neuro condit/ problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with root canal, extraction and filling and surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, intermenstrual bleeding, vaginal haemorrhage, vaginal discharge, dermatitis allergic, attention deficit hyperactivity disorder, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, migraine, nausea, nervous system disorder, visual impairment, weight increased and teeth brittle outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, attention deficit hyperactivity disorder, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, nervous system disorder, pelvic pain, teeth brittle, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain and rash/skin condition. The patient did not yet have her essure removed. Essure insertion date was updated as "(B)(6) 2013" from "2014". Lot number:b60751 manufacturing date:2013-08 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.